Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as an allergic reaction to nickel with open wounds on the sides. There was no alleged device malfunction contributing to the reaction. The patient¿s physician advised removing the lifevest for the reaction. Follow up indicated that the reaction improved.